Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was outside of clinical use at the time of the reported event. The field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partially available. A review of the system log file confirmed the reported problem. The customer decided to check and change the cmos battery if it was low. The customer measured the battery to be 2.2v and the customer replaced the battery. After the replacement, the system booted up properly and returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry movements were partially available. The patient was on the table and had to be moved to another system. The device was in clinical use at the time of the reported event. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that geometry was failing. The geometry battery has been replaced that the system was returned to use in good working order.